Event description:
Boston scientific received information that during a pre-operation check, surgical procedure unrelated to the patient's system, this atrial lead measured 2300 ohms. Thresholds were reported to be normal with lower amplitudes. An x-ray was performed and there was no fractured identified. This patient did have complete heart block. Technical services discussed a possible cause and options. No adverse patient effects were reported.

Manufacturer narrative:
Resolution has been requested from the field who reported that the physician was planning a lead revision. The timing was unknown. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during a routine device change out procedure, a fracture was discovered on this right atrial (ra) lead. The ra lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.